Manufacturer narrative:
Device passed the displacement test and self test. No unexpected reset alarm noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump losing setting for year every time when changes set. The customer's blood glucose was unknown at the time of incident. Customer reported crack around reservoir area. The device was not expected to be returned for analysis.